Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported that catheter separated at distal tip when inserting. No patient injury or consequence was reported. The patient's condition is reported as fine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Additional information received from the director of risk management at the user facility indicates that the same event was reported twice by different contacts at the same facility; thus, this report is a duplicate. The initial report submitted on 01/12/2023, and the follow up report submitted on 02/02/2023 should be retracted.

Event description:
Customer reported that catheter separated at distal tip when inserting. No patient injury or consequence was reported. The patient's condition is reported as fine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).